Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range upper limit 1.07 mmol/l): sample ID (B)(6) initial result = 2.89 mmol/l, repeat result on another instrument ac1699 = 0.73 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range upper limit 1.07 mmol/l): sample ID (B)(6) initial result = 2.89 mmol/l, repeat result on another instrument ac1699 = 0.73 mmol/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from magnesium, list number 08p19-34, a.i.d.d longford, lisnamuck, co. Longford, longford, ireland, n39e932 to alinity c processing module, list number 03r67-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2024-00534-00 has been submitted and all further information will be documented under that MDR number.